Event description:
During an incident in 2004 involving a pt found in cardiac arrest and with CPR in progress by off duty personnel. This defib was used and it stated "low battery". The battery was replaced and the unit still prompted "low battery". CPR was continued and als and bls units were on the scene within 4 mins. The pt was transported to a hosp. The batteries were checked the morning of the event and the machine semed to work properly.